Event description:
It was reported that the insulin pump emitted an alarm with code 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite assistance from technical support in loading a new cartridge, the issue persisted, and the customer could not resume insulin therapy. As a resolution, a replacement pump was provided to ensure uninterrupted insulin delivery. No further information was available regarding the requirement to return the problematic pump. The pump was within warranty, and necessary instructions for pump transportation were given.